Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The physician performing the lead revision suspects there was a small perforation at the time of the original implant. A pericardiocentesis had to be performed and the lead was explanted. A new rv lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated fields (corrections) b1. Adverse event/product problem: changed from "adverse event and product problem" to "adverse event". G2. Report source: "company representative" was added to the current selection. H6. Impact codes: code "life threatening illness or injury" was added.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The physician performing the lead revision suspects there was a small perforation at the time of the original implant. A pericardiocentesis had to be performed and the lead was explanted. A new rv lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated fields in supplemental report #2 (corrections) b1. Adverse event/product problem: changed from "adverse event and product problem" to "adverse event". G2. Report source: "company representative" was added to the current selection. H6. Impact codes: code "life threatening illness or injury" was added. ------------------------------------------------------------- additional information included in this supplemental report (#2) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The physician performing the lead revision suspects there was a small perforation at the time of the original implant. A pericardiocentesis had to be performed and the lead was explanted. A new rv lead of the same model was successfully implanted. No additional adverse patient effects were reported.